Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report of high current leakage and ECG fault 7 was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The report of defib output that was out of specification was verified during evaluation. The pace/defib engine board was replaced to remedy report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test, displayed an "ECG fault 7" message, and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.